Event description:
It was reported that the customer had a infusion set leaks at quick release of the insulin pump. The customer's blood glucose level was 134 mg/dl. The customer was advised to change the set. The customer was advised to return set for analysis. (See (B)(4)).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.